Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and non-guidant implantable transvenous defibrillation lead exhibited one episode of reproducible noise on the rate/sense lead that inhibited pacing in this pacemaker dependent patient. There is no noise on the shock channel. Lead measurements are normal.